Event description:
The customer reported that the 840 ventilator had an erratic display. The customer reported to have replaced the graphical user interface (gui) pcb. Covidien customer support engineer loaded the software only. The ventilator passed all testing.